Event description:
The customer went to the emergency room (ER) due to an elevated blood glucose level. The customer's blood glucose level was 522 mg/dl. The customer experienced high ketones, identified as life-threatening by healthcare professionals, but did not suffer any injury. Prior to going to the ER, the customer administered a manual insulin injection in attempt to resolve bg level. While the customer was in the ER, insulin and fluids were administered intravenously, which resolved the issue. Tandem technical support completed a pump system check, confirming the occlusion alarm, and the customer was released from the hospital the following day without any permanent damage. The customer changed the cartridge and infusion set to resolve the occlusion alarm.